Event description:
It was reported that 10435 bd¿ slip-tip syringes had scale marking defects. The following information was provided by the initial reporter: "during incoming inspection it was found by qc inspector that 4pcs contain smudged print, 6pcs contain 2 black dots and 5pcs contain 1 black dots. New information 07/feb/23: we have finished 100% sorting of these parts, these are the final results: 1 dot 4981, 2 dots 4894. Smudged print 560".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10435 bd¿ slip-tip syringes had scale marking defects. The following information was provided by the initial reporter: "during incoming inspection it was found by qc inspector that 4pcs contain smudged print, 6pcs contain 2 black dots and 5pcs contain 1 black dots. New information 07/feb/23: we have finished 100% sorting of these parts, these are the final results: 1 dot 4981. 2 dots 4894. Smudged print 560."

Manufacturer narrative:
H6. Investigation summary: a complaint history check was performed and this is the 3rd related complaint reported with the defect/condition of scale marking issue with lot #2160605 regarding item #301028photos were received. The image shows six loose syringes showing the numbers and the ml area of the barrel with the "m" blurry on all the syringes and the "l" missing on four syringes. Potential root cause for the missing and smeared print defects is associated with the marking process.